Event description:
It was reported that the patient experienced an allergic reaction to the insertable cardiac monitor (icm) device, which was subsequently removed. The device had become encapsulated within a few months of implantation, making removal difficult. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.